Manufacturer narrative:
The reported undersensing was confirmed in the laboratory and was due to the fine nature of the vf. The reported extended charge time was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Event description:
It was reported that when the patient presented for a follow-up, an episode of ventricular fibrillation with a delayed shock due to undersensing was observed. Extended charge time was also noted. Device replacement was scheduled. The patient was in stable condition afterwards.

Event description:
New information received indicates that the device was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.